Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely to be caused by a faulty patient board set. Also, regarding the cause of the failure, it is possible that no image was displayed due to the effect before the countermeasures by changing the design of the operational amplifier circuit on the printed circuit (dr) board, or due to a bad connection with the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated e2, e3 and g2 to provide healthcare status and occupation information.

Event description:
The customer reported to olympus, the evis exera iii video system center produced no image when a dongle was connected. The issue was found during preparation for use. The customer was able to connect the device to another spare device and the issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty circuit board. Also found was a worn out video connector latch causing poor connection with pigtails. Software upgrade from 3.01 to 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.